Event description:
It was reported that the right atrial (ra) lead was explanted due to no capture approximately 2 years after implant. Another ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead was explanted due to no capture approximately 2 years after implant. Another ra lead was successfully implanted. No adverse patient effects were reported.